Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by the reporter. The original date of device implantation is unknown and was about 6 months prior to the date of this report. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with one non-conformance noted. Ncr#1119616 was generated due to some of the raw material forgings being marked with the incorrect supplier lot number. The raw material forgings were quarantined and subsequently sorted and placed with the correct raw material forging lot and released from hold. This raw material lot continued through the normal manufacturing process and met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2016 to treat a distal tibia fracture due to pain and non-union. The original date of device implantation was about six months prior to the date of this report. The patient initially suffered a segmental fracture that involved the distal tibia shaft and the pilon which was treated with 3.5mm locking compression anterolateral plate. On an unknown date during a follow up visit with the surgeon, x-rays were taken. The distal portion of the fracture, the pilon, appeared to have healed. The proximal portion of the fracture, located in the distal third of the diaphysis, appears not to have healed (non-union) and the patient was still complaining of pain while full weight bearing. The plate was removed during the (B)(6) 2016 revision surgery along with five cortex screws and five locking screws. The devices were removed intact and there were issues no with removal of the hardware. The patient was revised with a synthes tibia nail and the surgery was successfully completed without surgical delay. This report is 1 of 3 for (B)(4).